Event description:
At the suggestion of my gyno I was implanted with the essure product. I was told this product was safe and that was my best option for a non-hormonal sterilization. Three months after implantation and my first of 4 hsg tests over the course of 4 years, I began experiencing sharp pains on my left side, headaches, aches in my joints, hot flashes, anxiety, extreme fatigue, extreme bloat, weight gain, hair loss, drop in sex drive to nearly nonexistent, and random rashes appearing all over my body. Two years ago, began skipping period then following month for the entire month.